Event description:
In 2008, the reporter (patient's caregiver) contacted lifescan (lfs) on behalf of the lay user/patient alleging that the onetouch ultra2 meter started to read inaccurately low approximately 2 months ago. Specific meter readings were not provided. As a result of the reported issue, the patient managed her diabetes with less food/drink on unspecified dates/times; however, it is unknown how the patient was taking her insulin as a result of the alleged inaccurate meter readings since she reportedly self adjusts her dosages. The reporter also stated that the patient went to the doctor's office approximately 2 months ago. Her lab blood glucose result was greater than 500 mg/dl and the patient was advised to increase her insulin dosages. No other forms of treatment were noted. According to the reporter, the patient had symptoms of feeling weak, sweaty, and feeling like passing out but these symptoms occurred before the alleged inaccuracy issue. It is unclear if these reported symptoms were related to the alleged inaccuracy issue and to the doctor's visit. Based on the provided info, this complaint is being reported because patient allegedly obtained inaccurate low meter readings and her lab blood glucose result was greater than 500 mg/dl, which meets the criteria for a serious injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Date of birth) info was not provided.